Event description:
It was reported that the session crashed and a pop up message was displayed and asked to close the session when the user wanted to perform lead impedances tests. After closing the session, re-interrogation of the internal cardioverter defibrillator (ICD), the programmer asked to reset the ICD. It has been observed that vf episodes were recorded on (B)(6) 2017 whereas the device was implanted on (B)(6) 2018. The (B)(6) 2017 corresponded to the device delivery date.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the session crashed and a popup message was displayed and asked to close the session when the user wanted to perform lead impedances tests. After closing the session, re-interrogation of the internal cardioverter defibrillator (ICD), the programmer asked to reset the ICD. It has been observed that vf episodes were recorded on (B)(6) 2017 whereas the device was implanted on (B)(6) 2018. The (B)(6) 2017 corresponded to the device delivery date.